Manufacturer narrative:
Conclusion code: no available code for undetermined or unknown cause. The customer¿s report that the pump module losing connection was not confirmed, and could not be replicated during lab testing. Physical inspection of the device noted the membrane was discolored, the door latch had a small amount of visible rust, and white residue was observed on the membrane, platen, both iui connectors, inside the ail assembly, and on the door latch. The pump module event log shows that the last infusion performed at the customer site was at the rate of 160ml/hr. The module was checked for connectivity and at no time during physical manipulations was the connection lost. Rate accuracy testing was performed and the device was within specification. Although the report of the device losing connection could not be confirmed, internal and external contamination was discovered throughout the device, and was particularly apparent on the female iui connector, which is the connector which the customer reports having connection problems. The proximate cause is believed to be the result of contamination of the iui connectors. The root cause was not identified.

Event description:
The customer's biomedical department reported that the pump module "completely loses connection" when the following conditions exist: the pump is connected to the right side of the pcu, another channel is connected on the right, and a small upward force is exerted on the channels. This device was involved in patient care and nursing reported an unknown malfunction to the biomedical department. No report of patient harm.

Manufacturer narrative:
Correction: initial reporter address.